Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high threshold measurements with loss of capture for this congestive heart block patient. Pacing inhibition and undersensing were also observed. Subsequently a revision procedure was performed where a lead dislodgment was observed on the fluoroscopy image. A temporary pacing wire was placed and the existing rv lead was successfully repositioned. No additional adverse patient effects were reported.